Manufacturer narrative:
Unit received with intermittent buttons due to corroded keypad traces. No button error alarms noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Unit passed rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test. Unit received with cracked case at lcd window and battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The insulin pump was exposed to moisture. She had an issue with the insulin pump's act button. The insulin pump had cracks on the corner of the case near the screen. Condensation was under the screen. Customer's blood glucose level was 400 mg/dl. The customer treated her high blood glucose level with a manual injection and bolused. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.